Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report. Device was sent to pathology at the facility and will likely not be returned.

Event description:
It was reported by the company representative that he was in a surgery where the doctor had to ex-plant fractured plate (92-15920) , and replace it with a new plate (92-15920). No other facts of previous surgeries nor the original case are known at this time. The plate was fractured in the section that is on an angle, in the middle of one of the screw holes. The plate was sent to pathology and will likely not be returned to us.